Manufacturer narrative:
Though requested, additional pt info was not provided.

Event description:
Reportedly, during pt use, a "switched to backup battery" alarm occurred when the ac cable was removed. The pt was manually ventilated and transferred to another ventilator. The battery was replaced and there were no adverse pt effects reported.